Manufacturer narrative:
It was initially reported by an edwards germany affiliate, that the kit was found to have a 26mm sapien 3 ultra transcatheter heart valve inside the styrofoam box instead of a 26mm sapien 3 transcatheter heart valve, which is printed outside the label on the styrofoam box. However, edwards lifesciences received the packaging slip from cs and the warehouse prior to being received at the hospital, and the packaging slips both reflect both valves were delivered with the correct corresponding kits. Per report, the 26mm sapien 3 valve was implanted approximately 10 months 12 days prior. There was no damage to the package or seal, and it was reported that the hospital open the kit boxes at inbound, and are stored component by component. Based on the additional information received, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, the kit was found to have a 26mm sapien 3 ultra transcatheter heart valve inside the styrofoam box instead of a 26mm sapien 3 transcatheter heart valve, which is printed outside the label on the styrofoam. There were no abnormalities reported from the warehouse.